Event description:
An intravascular imaging catheter (ivus) was used in a percutaneous coronary intervention (pci) to image the mid-right coronary artery (rca) and the mid-left anterior descending (lad) artery. The procedure was running smoothly and image quality was good. A stent was deployed successfully in the lesion in the mid-lad. The ivus was used again to image the stent placement; resistance was met upon advancement of the ivus. Stent was not opened fully, and physician performed a post-dilatation. Another run was performed with the ivus after the post-dilation of the stent. The procedures were considered completed. Physician met resistance upon removal of the ivus from the pt. During removal of the guide wire from the guiding catheter, a small radiopaque object was discovered in the aorta. The physician confirmed using fluoroscopy that the object was the deployed stent, the total length was shortened (squeezed like an accordion). The physician then placed another stent in the original mid-lad location and another stent in the proximal lad to cover the lesion. The deployed stent was removed with snaring tools. The pt is reported to be in stable condition.

Manufacturer narrative:
New code request has been submitted for stuck in sent.